Manufacturer narrative:
Revision notes confirm the patient underwent a revision on (B)(6) 2013. Workup for infection was negative. A preoperative bone scan indicates increased uptake around the tibial component, suggesting tibial loosening. The articular surface was unremarkable with no signs of excessive wear. The femoral and tibial components were assessed and both were deemed well fixed. An attempt was made to remove the tibial component, although it was not loose. The baseplate was separated from the proximal tibia; however, the stem was well fixed and could not be removed without performing an osteotomy. The component was not removed and cement was reapplied to the proximal tibia. Cultures were obtained but pathology reports were not included. The postoperative diagnosis indicates that the cause of the patient's reported pain is unclear and sepsis is possible. The instructions for use of the implanted articular surface lists previous history of infection as a contraindication. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to pain and possible sepsis.